Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a no delivery alarm and had called earlier. Now there is a black dot on her screen. She said that when she presses the act button, it says rewind is complete. Her blood glucose at the time of the alarm was 309 mg/dl and stated that she has already changed and discarded the set. The customer said she treated her blood glucose with a manual injection. She was assisted with priming her tubing and advised her to remain disconnected. She had already connected the set to her body. She was advised that she should perform a fill tubing before connecting it to her body. The customer stated that she had never filled her cannula before. She was advised that the first 0.5 units of delivery would fill the cannula instead of being delivered into her body. The customer was worried because she said that she had problems in the past when she would put the set on in the morning and her blood glucose would be 500 mg/dl. She was advised to try different cannula lengths and to follow-up with her doctor. During troubleshooting for no delivery alarm, the customer said that it was resolved by a complete set change. She was advised to monitor her blood glucose and the pump. The reservoir will be returning for analysis. The infusion set and the reservoir will not be returning for analysis.